Manufacturer narrative:
Review of the instrument images showed the event may be isolated to the sample. The customer confirmed they could not rule out fibrin was present in. The sample.

Event description:
Customer reported an abo discrepancy on galileo. A historically a positive donor typed as an o positive on the galileo.